Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06239. The trial patient ((B)(6)) was implanted with two trial leads from different lots on (B)(6) 2011. It was reported the patient was hospitalized and diagnosed with an epidural hematoma following the conclusion of the trial. The patient reportedly experienced increased discomfort in her back near the trial's end. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.